Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on two cables; the plug lock was broken off. It was noted the cable stress relief was pulled away from the heart lead connector on both cables. It was also noted one of these cables had a contaminated heart lead connector. If information is provided in the future, a supplemental report will be issued.